Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was being seen for a viral respiratory infection, the physician noted an irregular heart rhythm. Several weeks later the patient was seen for a follow up visit and during lead stability tests, when the patient was moving or coughing, transitory noise was noted on both the atrial and ventricular channels. The implantable pulse generator (ipg) was reprogrammed unipolar pacing and sensing in the ventricular channel and the sensitivity was reprogrammed as well. The patient was placed on a holter monitor which indicated pacing pauses and lead replacement was recommended. The patient presented for a lead replacement; however, lead stability tests did not register the previously noted noise. The leads were not replaced and the ipg was reprogrammed back to bipolar mode and the sensitivity was again reprogrammed. Subsequent holter monitoring did not indicate more pauses except for pauses noted during a sensitivity test. At this point it was unclear if the cause of the pauses was lead issues or a sensing and pacing issue of the ipg. More reprogramming was done and a subsequent holter monitor showed more pauses. A recent device check showed normal lead function and it was thought that the pauses on the last holter were due to oversensing. Additional programming was done and the ipg and leads remain in use. No further patient complications have been reported as a result of this event.